Event description:
This customer reported that at the end of the transport of the pt to the hospital, they saw dashed lines in the manual mode. The involved pt died, but the customer has stated that the device was not a factor in the pt outcome as the pt received therapy with a different defibrillator and due to the pt's condition.

Manufacturer narrative:
(B)(4). The pt was transferred to the care of the emergency department. The involved pt died, but the customer has stated that the device was not a factor in the pt outcome as the pt received therapy with a different defibrillator and due to the pt's condition. A follow-up report will be submitted after philips obtains more info about this event.